Event description:
It was reported that during a therapeutic endoscopic submucosal dissection under sedation, using the electrosurgical generator, the blend cut current "burned" despite lowering all the parameters and changing the effects. As a result, the physician completed the dissection procedure using power coagulation with the same device. Post-procedure the patient developed thermocoagulation syndrome, presenting with fever, which required the administration of intravenous fluid and antibiotics. The patient's symptoms are currently in remission, and their condition is stable.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6) and (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.